Event description:
Reported via call center. It was reported numbness and dizziness occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The patient reported into the watchman patient call center that on (B)(6) 2025 he experienced dizziness and left sided numbness and went to emergency room (ER) for six (6) hours. The patient reported he was in atrial fibrillation (a-fib). The ER treated him with IV and released. The patient stated he will see his cardiologist on tuesday, (B)(6) 2025. The patient was advised to return to ER if there was continued dizziness and left sided numbness. No further information was provided.